Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue tamper switch ¿ not working was confirmed. ¿ on 25-march-2026, pcu was received unboxed and with paperwork. ¿ testing: asm keypad test revealed tamper switch is not working. ¿ internal inspection: bad tamper switch assembly. ¿ root cause ¿ bad tamper switch assembly, no continuity when switch is pressed. Supplier defect. ¿ recommend bd san diego repair center replace the tamper switch assembly. ¿ failure investigation report attached in salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had tamper switch - not working. There was no patient involvement.